Event description:
It was reported that during procedure for a pulse field ablation (pfa) procedure a versacross wire was selected for use, it was noted that it got caught and could not be inserted into the dilator. It was reported that the coating on the wire was damaged. The wire was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to be returned.